Manufacturer narrative:
Review of the available programming and diagnostic history.

Event description:
During review of programming and diagnostic history, it was observed that an interrupted system diagnostic test occurred that caused an unintended change in device settings during an office visit on (B)(6) 2015. The physician corrected the settings; however, the normal mode off-time and magnet on-time were not corrected. No patient adverse events were reported.

Event description:
Further information was received indicating that the patient was having benefit from vns therapy with off-time programmed at 60 minutes.